Event description:
During baxter's functionality testing of a spectrum pump, the device displayed system error 105. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported system error 105 which was observed at power up of the pump. System error 105 was confirmed and caused by severed motor mount screw. The failed motor assembly and screw were replaced.